Manufacturer narrative:
Two computers were returned to the manufacturer for analysis. Analysis for computer lot number 1721561 determined there was no failure. Through functional testing and visual/physical examination the computer booted normally to the application screen. No boot up issues were observed during burn-in testing. Analysis for computer lot number 1760839 determined that damaged computer components disabled video out display through functional testing and visual/physical examination. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed and confirmed confirm rolling-stone cpu was faulty. The cpu was replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was getting hung up upon trying to boot. Troubleshooting confirmed that the central processing unit (cpu) was faulty. No patient was present at the time of the event.